Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The catheter segment containing the distal tip, complete balloon, and distal balloon glue joint, was returned over a 0.035" guidewire; the segment was detached from the outer catheter at the balloon glue joint. The inner polyimide was returned, extending out of the glue joint, to a break 69.9cm from the distal tip. The detached segment of the outer catheter proximal to the glue joint was not returned. The distal end of the balloon was beginning to prolapse at the distal tip, likely indicating retraction issues. No obvious signs of rupture were noted to the balloon. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: one electronic photo was reviewed. The photo shows a coiled catheter device with a balloon visible. The device is bloody, and the balloon appears prolapsed at one end of the balloon. No marker bands are visible, due to the blood on the balloon. However, the identity of the balloon device cannot be determined; therefore, the investigation cannot be confirmed for the reported issues, based on the photo review. Conclusion: the device and one electronic photo were returned. The investigation is confirmed for the reported retraction issues based on the returned sample condition (e.g. Detached at balloon glue joint, and prolapse at distal end of balloon). Additionally, the investigation is confirmed for a detachment of the balloon at the glue joint. It is likely that the retraction issues contributed to the balloon detachment. Per the reported event details, the user was not pulling enough negative pressure during the deflation processes. Therefore it is possible that procedural issues contributed to the reported retraction issues and detachment. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: - if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Potential adverse reactions: - additional intervention the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the health care provider allegedly had difficulty retracting the pta balloon through the introducer sheath. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the health care provider allegedly had difficulty retracting the pta balloon through the introducer sheath. There was no reported patient injury.